Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1219611-2025-00008. The date of that submission was 3/7/2025. One used locked out protectiv needle guard assembly with packaging and without catheter assembly and sheath was received. Two photos were also provided. Visual examination of the porous barrier (sponge) noted slight damage to the component that has the potential to cause leakage during use. Examinations of the photos provided display evidence of leakage through the porous barrier consistent with the observed damage and complaint. Based on device analysis the reported complaint is confirmed due to manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was a leak at the sponge site causing blood to get everywhere. The event occurred during use on patient, and no medical intervention was required. There was patient involvement, and no patient harm/adverse event reported.